Manufacturer narrative:
The device history record for radiesse lot number: 10065564 was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event. Add'l info was requested for the injector and not received.

Event description:
Rn injector reported she injected a pt with three 1.5cc radiesse syringes. The pt developed infection on bridge of her nose that recently resolved. The pt was treated initially with penicillin followed by clindamycin and lastly with sulfa; doses, frequencies and durations were not provided. The pt now has scarring in the area. (B)(6), rn at merz spoke with (B)(6), rn regarding this pt who was injected to the bridge of the nose in (B)(6) 2013 and developed what (B)(6) describes as "an infection all over the nose" and took "months to heal" and "no antibiotic worked." From the description of the event, (B)(6) believes it is possible that this may have been a vascular occlusion and not an infection; the pt has been left with scarring that (B)(6) describes as "bumpy". She states she has been treating the patient with micro dermabrasion and is thinking about starting laser genesis treatments. (B)(6) wanted to know what other type of laser treatments is available and if she should "cauterize the bumps. The case was forwarded to dr. (B)(6) for medical consult. Dr. (B)(6) reviewed the case with (B)(6); he stated it is clearly a vascular event. He described the vessel involved and how to avoid the problem in the future, such as moving needle immediately beneath the skin for deposit directly on bone. He advised her to speak to her supervising physician with regard to treatment of the scarring resultant from this adverse event. He could not advise how to treat the scarring as he had not seen the pt.